Manufacturer narrative:
Unit received with blank display due to problem isolated on the motherboard. Unable to verify external flash crc error. Alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to blank display.

Event description:
Customer's dad reported via phone call that customer's insulin pump had pump error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.